Manufacturer narrative:
The reported event was confirmed - manufacturing related. Received one (1) used drainage bag with all-silicone foley catheter and packaging label. Visual inspection noted that there was a hole in the drainage funnel measuring (0.055") product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter has a hole in the tube of the foley catheter about an inch from the y-site. Caused leaking urine -in the or case after c/s. Per additional information received via email on 26aug2025, it was reported that there was yet another foley placed today with the same lot# and the same issue occurred. Per additional information received via email on 26aug2025, upon learning more, this is a different failure mode as the catheter is leaking, close to the bifurcation. The balloon was intact. There was no injury to the patient other than re-catheterization. Based on their past complaints as reported at the end of july, this customer has separately reported multiple events with ¿pin hole¿ balloon leaks, again leading to re-catheterization. They made the decision on the unit to pull all of the affiliated lots (around 50-60 catheters), holding these in the nurse manager¿s office.

Event description:
It was reported that a foley catheter has a hole in the tube of the foley catheter about an inch from the y-site. Caused leaking urine -in the or case after c/s. Per additional information received via email on 26aug2025, it was reported that there was yet another foley placed today with the same lot# and the same issue occurred. Per additional information received via email on 26aug2025, upon learning more, this is a different failure mode as the catheter is leaking, close to the bifurcation. The balloon was intact. There was no injury to the patient other than re-catheterization. Based on their past complaints as reported at the end of july, this customer has separately reported multiple events with ¿pin hole¿ balloon leaks, again leading to re-catheterization. They made the decision on the unit to pull all of the affiliated lots (around 50-60 catheters), holding these in the nurse manager¿s office.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, g, h, UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a foley catheter has a hole in the tube of the foley catheter about an inch from the y-site. Caused leaking urine -in the or case after c/s.